Event description:
It was reported patient underwent a revision procedure four years post implantation due to pain, swelling and fracture of patellar component. No more information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: vngd ps open por fmrl rt 72.5 catalog # 184513 lot # 333400, vngd ps tib brg 12x87/91mm catalog # 183682 lot # 634550, bmet regenx pri tib tray 79mm cocr 79mm catalog # 141275 lot # 768030, finned tibial stem 35mm catalog # 141314.1 lot # 673260. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - type of investigation - device not returned is n/a which was reported on initial report. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of being implanted wear/discoloration and three of the posts have fractured off. The root cause of the patella peg fracture was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of pictures provided. Visual evaluation of the returned device pictures shows the 3 pegs are fractured off the device. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates patient had been experiencing chronic pain in his patella and x-ray demonstrates failure of the patella with breakage of the component. During the revision small amount of black tissue present and patella was removed and all 3 pegs had broken off, these were also removed if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.